Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm and faulty reservoir set. The patient's blood glucose level was unknown. The customer stated that she had an issue with setting up the reservoir. The customer stated that she winds the pump and puts the reservoir in the machine and received a no delivery alarm. The customer stated that the insulin did not exit. The customer was advised to manually push the plunger and verify the exit tubing. The customer was advised to rewind the pump, place the reservoir in the pump and run manual prime to at least 5.0u. The customer will be sent a replacement set.